Manufacturer narrative:
From the communicated elements, no analysis could be carried out (no sufficient information: no product returned, no reference, no batch number). As the complaint has been deemed undeterminable, it is not possible to establish corrective action. Should further information come available, the complaint will be re-opened and monitored for trends.

Event description:
Patient has experienced pain since the op. On examination of the xray, there appears to be some bone reabsorption around the proximal part of the femoral component, consistent with some toggling/movement of the corail stem. The stem and head were removed, the cup remained in situ. An s-rom stem/sleeve/head was implanted in its place.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated to the complaint were not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A 24 months complaint search into the complaints database was performed, no other complaint was reported associating the product codes and lots combinations. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.